Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had some drainage at the pocket site. The physician performed washout of the insicion site. The physician believed that infection was not device or procedure related. The patient underwent an explant procedure.